Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, impella was repositioned and pulled back, but subsequently migrated into the aorta. The impella was removed, and a new 14x25cm peel away sheath was inserted. The impella was then reinserted through the sheath without issues. The impella device continued to exhibit persistent continuous suction. Care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.